Event description:
During an endoscopic ultrasonography, the physician used a cook echotip ultra fiducial needle. It was reported that the physician attempted to place fiducials. He stuck the lesion and the needle looked straight and went in smoothly. When he unlocked the device and stuck the lesion, he started to make the initial pass. The moment he took the handle and pushed it down to make the needle go into the patient, it went down about 2 cm and then the stylet was coming out the back of the needle by itself. He did not notice it. He tried to make another and about 2 more cm of the stylet came out. The physician pulled the needle back into the sheath and removed it with the scope. He tried to test the needle outside the patient by pushing the handle down to expose the needle and the needle did not come out of the sheath. After that, he pushed the stylet back into the handle and the needle came out of the sheath. They had to physically push the needle into the sheath so that the needle would not be exposed while returning it to cook for investigation. They had to abort this portion of the procedure without placing any fiducials because they did not have any more fiducial needles to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the needle adjuster in the retracted position however the needle was exposed and the stylet was slightly bent. The handle was manipulated and the needle would advance further slightly but would not retract at all. The handle provided no resistance and the needle did not seem to be moving inside the sheath or the handle as expected. The handle was disassembled for further evaluation, and it was confirmed that the needle had separated from the inner cannula. The needle was removed from the device and examined at the attachment point with the inner cannula. There was obvious glue present on the proximal end of the needle between the marked areas and on the luer threads, as well as on the inside portion of the inner cannula. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The needle was unable to retract due to the needle breaking and detaching at the handle end. The failure occurred at the glue joint. The cause of the joint failure was undetermined as glue was present at the break. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.